Manufacturer narrative:
Device available for evaluation; h3. Device evaluated by manufacturer and h6. Evaluation codes: updated. D3, g1,2 email is: regulatory.responses@icumed.com. One device was received in poor condition. Per visual inspection, the front cover had faded paint and a gouge in it, microswitch was falling out of interlock block, line cord discolored and worn, quick connect was corroded, water tank cover was cracked, outdated printed circuit board (pcb) and power switch. Per functional testing, the water tank immediately started leaking. The complaint was confirmed. The root cause was the water tank cover was cracked in a couple corners from the customer over torquing screws. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. No action taken due to the condition of the device. It was deemed beyond economical repair and was scrapped.

Event description:
It was reported that the device had a leaking reservoir. Customer stated that the incident did not occur on a patient. It was noticed during a pre-procedure check. It was reported that no further information is available.

Manufacturer narrative:
Other text: b3: date of event and d4: UDI section are unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.